Event description:
The customer initially reported that the alinity m instrument does not transfer lysis from the bottle to the reservoir. The customer reported that the liquid is leaving the instrument. The field service engineer (fse) determined it was a defective lysis level sensor. The liquid left the footprint of the instrument. There was a puddle in front of the instrument approximately 30 centimeters. There was no report of injury or exposure related to the incident. The customer cleaned the leak with proper ppe (personal protective equipment).

Manufacturer narrative:
Complaint has been elevated for investigation.

Manufacturer narrative:
Updated a1 from unknown to none. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard. Even though a design deficiency was identified via the complaint investigation process, the associated risk evaluation determined the frequency of the hazard is within the predefined risk management file level. Both the complaint investigation and associated risk evaluation have been completed. An additional investigation is in process to further determine if additional improvements in the design on the system solution drawer or float reservoir sensor can be implemented.